Manufacturer narrative:
The device, was used for treatment. Visual inspection and functional evaluation confirmed the issue. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. This failure mode will be trended to assess for any necessary corrective actions. This failure is an identified failure mode within the risk file. The navio surgical technique guide (pn 500099 rev c) released at the time of the complaint provides instructions on the navio instrumentation kit. It states that ¿the navio instrument kit consists of a two-level tray that contains all of the required instrumentation for surgery using the navio surgical system. If the equipment breaks or fails during surgery, a sterile backup tray is on-site and can be unwrapped to replace a broken or dropped tool.¿ it also has a warning which states:¿ a full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure.¿ per complaint details, the device malfunction occurred during surgery. Based on the information provided, the procedure used the journey instrumentation set to complete the surgery. There was no reported delay, no patient injury/impact to the patient; therefore, no further medical assessment is warranted at this time. We were able to confirm there was a relationship established between the reported event and the device. The malfunction is due to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw. This issue is being further investigated and a corrective action has been requested.

Event description:
It was reported that the inside of the pin driver, that supports the pin, detached from the rest of the driver while inserting bone pins. No delay and surgery was completed with speed pin adapter from journey set.

Event description:
It was reported that the inside of the pin driver, that supports the pin, detached from the rest of the driver while inserting bone pins. No pieces fell in patient and all pieces were recovered. No delay and surgery was completed with speed pin adapter from journey set. The patient was not harmed.

Manufacturer narrative:
H10: a1, g3: updated information. H11: b1, b2, b5, g3, g5, h1, h6: corrected information.